Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient does not remember where or when his hip was replaced. Sometime in 2000 he believes. Revised for pain and position of the acetabular cup. Doi: 2000. Dor: (B)(6) 2020; affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot =per wi-3430; for allegations of pain a complaint database search and/or device manufacturing (mre) evaluation will not be performed even when product/lot information is known.